Event description:
A male underwent initial aaa repair in early 2006. The physician placed a main body and two iliac leg grafts. The pt anatomy was not really calcified or tortuous. Over time, it appeared that the right limb may have disconnected. The repair was in 2009. Once in the procedure, it appeared that the limb may have kinked. The physician then placed one flex leg and an additional iliac leg graft. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the need of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Additionally, the IFU stresses the importance of pt monitoring so that changes in the structure, should they occur, can be identified and handled appropriately, which is what appeared to happen in this case. The device remains implanted and no images were provided to assist in this investigation . Although there were no films returned, a cook medical sales representative was present at the case. Correspondence in the complaint file from this representative indicates the device was kinked. Due to this testimony the complaint is considered confirmed at this time. We have notified the appropriate individuals and we will continue to monitor for similar events.